Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: during the investigation, the previous black box data from the date of the complaint was overwritten. The current black box history showed a loss of prime warning with low non-zero force. The pump¿s rewind, load cartridge, and prime steps were performed successfully with no alarms. Force calibration testing was found to be within specification. The pump was exercised for 24 hours with no alarms, or a prime issue occurring. A prime issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.